Event description:
Related manufacturer reference number: 2017865-2021-38020 additional information received indicated that the right atrial (ra) lead was also fractured which lead to complete loss of capture.

Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the right ventricular (rv) lead was fractured which lead to failure to capture and high pacing impedance. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.